Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella 5.5 device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was anatomy most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male being placed on impella 5.5 required mechanical circulatory support. The complainant reported that resistance was met at the aorta during right axillary implant due to existing stenosis. The pump was removed due to the patient's anatomy and the impella 5.5 device was subsequently placed via direct access. There was no patient harm.